Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray evaluation revealed that the cam assembly was activated once and two (2) stents were returned. Stent one (1) was returned in a jar and stent two (2) was found outside the singulator and before the splay. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The remaining stent was deployed. The injector¿s splayed trocar was found broken at the splay. The broken tip of the trocar was returned in a jar with one (1) stent . The trocar was bent up, in the direction of the insertion tube v-slot. This finding likely occurred during the surgical procedure. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Further inspection found indication of a tensile failure. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no non-conformances related to the reported event of broken trocar. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There was one (1) additional similar issue reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue ) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the first stent. MFR# reference: (B)(4).

Event description:
Initially, it was reported that the surgeon was unable to implant the stents (os) from a trabecular microbypass stent system due to intraoperative difficulties described as "the injector tip is inside the lumen". Additional information noted that the trocar was observed "intact". Reportedly, a back-up device was used to complete the procedure, and there was no report of patient injury. Contrary to the initial report of the trocar being observed "intact", the evaluation of the returned device found a broken tip of the trocar, which likely occurred during the procedure. Additional information has been requested.